Event description:
It was reported that the patient experienced withdrawal due to an unknown catheter issue. The patient symptoms included altered mental status, increased spasticity and sweating (diaphoresis). A catheter revision was anticipated. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
After additional review, it was noted that the pump was delivering lioresal instead of gablofen, which was previously reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
Additional information: (B)(4). Only the sc assembly and proximal was returned for analysis and was found to have no significant anomalies found. There was a non-significant indent seen in the cup of the sc connector and some foreign materials deposited on the catheter surface. The catheter (returned segment) passed all testing and does not appear to have any significant anomaly.

Event description:
It was reported that the patient had signs of withdrawal and there was a catheter break and a tear hole.